Event description:
Customer states tubing is filling up with smoke and smelled of burning plastic but unit is still working. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model irc1710, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1130203 rev g (mar-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the tubing on her husbands irc1710 aerosol compressor allegedly filled with smoke during a treatment and there was a burning plastic smell. The consumer has been utilizing this unit for approximately 4 months. The dealer exchanged the entire unit with new tubing and a new nebulizer cup. No treatments were missed due to consumer also having a portable unit. No injury alleged.